Event description:
While using a byte night aligner, patient has experienced bone loss, patient's dentist advised patient to cease treatment and go with braces as soon as possible due to the bone loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.